Manufacturer narrative:
Summary of investigation: there are seven previous complaints of this code batch, for the same issue of which we manufactured and distributed in the market 12,096 units. There are no units in stock in b. Braun surgical's warehouse. We have received 11 open samples with needle detached from the thread (thread is still wound on the pack, no aluminum pack). Considering that there are 11 open samples detached and still wound on the pack, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle escaped from the thread. Final conclusion: considering that the results of the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the operating room staff found obvious thread and needle breakage right out of box before use and the product in the whole box appeared to be the same problem.